Manufacturer narrative:
Findings: unit passed self-test and displacement test. However, unit alarmed unexpected restart after battery change due to faulty c-13 on interface board. No external ram crc error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had damage, unexpected restart and external ram crc error alarm. Customer's blood glucose at time of incident was unknown. The customer stated that the lower left and the lower right of a display have a crack. The customer also stated that a battery loading slot has a crack and logo is discolored.